Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 5 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 3015967359-2023-01713 but should be included under this report. 6 previously reported events are included in this follow-up record. Product return status: 4 devices were evaluated based on historical data analysis. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 6 malfunction events in which the device had a component detach. 6 events had patient involvement; no patient impact.

Event description:
This report summarizes 6 malfunction events in which the device had a component detach. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 6 previously reported events are included in this follow-up record. Product return status: 1 device was not available for evaluation. 5 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 5 malfunction events in which the device had a component detach. - 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 5 device investigation types have not yet been determined. Additional information 5 devices were labeled for single-use. 5 devices were not reprocessed or reused.